Manufacturer narrative:
E2/e3:no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cut in the cable. There were no reports of patient harm.

Manufacturer narrative:
E2/e3:no information available for the occupation of the initial reporter or whether they are a healthcare professional this supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a cut in the cable. There were no reports of patient harm.